Event description:
It was reported that the core saber drill was being used in a procedure when the physician experienced a slight shocking sensation on the hand which required no medical intervention. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of the device shocking the user was not duplicated and no failures were confirmed during evaluation and disassembly of the device.

Event description:
It was reported that the core saber drill was being used in a procedure when the physician experienced a slight shocking sensation on the hand which required no medical intervention. The procedure was completed successfully with a back up device. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.